Event description:
The patient was undergoing a diagnostic procedure for pulsatile tinnitus in the superior sagittal sinus using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, while manipulating the velocity into the superior sagittal sinus, the physician noticed that the velocity was no longer responding to movements and decided to remove it. While retracting the velocity, the physician noticed under fluoroscopy that approximately 20 cm of the distal length was fractured in the superior sagittal sinus. At this point, the diagnostic procedure was stopped and deemed incomplete. The patient was put on heparin for anticoagulation due to the part of the velocity that remained inside the patient. A follow-up computed tomography (CT) scan was performed later in the evening and it was determined that the distal length of the velocity had migrated into the jugular bulb. The physician then used a snare device to successfully retrieve the fractured segment of the velocity. The patient is recovering well.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that a correction was made to the following section in this follow-up MFR report: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned velocity delivery microcatheter (velocity) confirmed that the catheter was fractured. This type of damage such as kink and subsequent fracture may occur if the velocity is manipulated against resistance. Based on the reported event, the root cause could not be determined. Further evaluation revealed ovalizations on the distal fractured segment. This damage is incidental to the reported complaint and likely occurred during snaring. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a diagnostic procedure for pulsatile tinnitus in the superior sagittal sinus using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), and a guidewire. During the procedure, while manipulating the velocity into the target anatomy, the physician noticed that the velocity was no longer responding to movements and decided to remove it. While retracting the velocity, the physician noticed under fluoroscopy that approximately 20 cm of the distal length was fractured. At this point, the diagnostic procedure was stopped and deemed incomplete. The patient was put on heparin for anticoagulation due to the part of the velocity that remained inside the patient. A follow-up computed tomography (CT) scan was performed later in the evening and it was determined that the distal length of the velocity had migrated into the jugular bulb. The physician then used a snare device to successfully retrieve the fractured segment of the velocity. The patient is recovering well.